Manufacturer narrative:
The device was not returned at the time of this report. A device history review was completed and confirmed the device met specification prior to shipping.

Event description:
During surgery the surgeon was backing out the canntap and he heard it break. It took an hour for the surgeon to remove the tip from the patient. No patient injury.